Event description:
During a thoracotomy with bullae removal, the noted bovie blade insulation began to burn like a candle at the operative site. The flame extinguished quickly which resulted in approximately 2.5mm of insulation burnt away from the electrode. A second bovie extended blade of the same MFR was used to continue the procedure without further incident.